Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. The thread of the suture broke. The procedure was completed using a like device. There was no patient consequence reported. Additional information has been requested.